Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the insert chip during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue tip) and the main body of the minicap transfer set; further described as ¿the blue tip appeared to dislodge¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.